Manufacturer narrative:
Continuation of d11: nt with diphenhydramine and corticosteroidqn#1900087718 complaint verification testing could not be performed as it was reported that the sample is not available for return. Because the product code was not known, two potential finished good codes were identified based upon additional information received from the sales representative. Based upon the event date, the associated potential lot numbers for each finished good was identified from sales history. The device history records for both potential lots were reviewed. No relevant findings were identified to suggest a manufacturing related issue. The customer report of an allergic reaction was confirmed by the event details of the reported complaint. The patient had an allergic reaction and later was confirmed to have a chlorhexidine allergy. Chlorhexidine is included in the coating of the catheter in this kit. The device history records for two potential finished good codes and associated lot numbers identified from sales history were reviewed. No relevant findings were identified to suggest a manufacturing related issue. The instructions-for-use (IFU) provided states the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine, and/or sulfa drugs. Based on the information provided, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Through a review of records the customer reports a suspected allergic reaction to an arrow catheter. The following information is provided: patient initially presented for closure of atrial septal defect in 2015 and experienced an anaphylactic reaction (captured in 968079 4-2021-00505). The second attempt at closure of the asd resulted in a similar anaphylactic like reaction; however, resuscitation did not require re peat sternotomy or bypass. The procedure was aborted shortly after cardiovascular collapse and resuscitation. The patient developed extensive swelling and facial edema and, therefore, remained intubated and ventilated for 24 hours in the cs ICU. Agents used in this procedure include propofol, fentanyl, cisatracurium, and pre treatment with diphenhydramine and corticosteroid. Similar to the first episode, the serum tryptase was significantly elevated following the event. The triggering agents, again could not be determined. Subsequent skin testing at the anaphylaxis clinic revealed an allergy to chlorhexidine. It was reported surgery was aborted. Patient condition reported to be fine.

Manufacturer narrative:
Continuation of d11: nt with diphenhydramine and corticosteroid. Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Because the product code was not known, two potential finished good codes were identified based upon additional information received from the sales representative. Based upon the event date, the associated potential lot numbers for each finished good was identified from sales history. The device history records for both potential lots were reviewed. No relevant findings were identified to suggest a manufacturing related issue. The customer report of an allergic reaction was confirmed by the event details of the reported complaint. The patient had an allergic reaction and later was confirmed to have a chlorhexidine allergy. Chlorhexidine is included in the coating of the catheter in this kit. The device history records for two potential finished good codes and associated lot numbers identified from sales history were reviewed. No relevant findings were identified to suggest a manufacturing related issue. The instructions-for-use (IFU) provided states the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine, and/or sulfa drugs. Based on the information provided, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section h6: investigation conclusion code corrected to 61.

Event description:
Through a review of records the customer reports a suspected allergic reaction to an arrow catheter. The following information is provided: patient initially presented for closure of atrial septal defect in 2015 and experienced an anaphylactic reaction (captured in 968079 4-2021-00505). The second attempt at closure of the asd resulted in a similar anaphylactic like reaction; however, resuscitation did not require re peat sternotomy or bypass. The procedure was aborted shortly after cardiovascular collapse and resuscitation. The patient developed extensive swelling and facial edema and, therefore, remained intubated and ventilated for 24 hours in the cs ICU. Agents used in this procedure include propofol, fentanyl, cisatracurium, and pre treatment with diphenhydramine and corticosteroid. Similar to the first episode, the serum tryptase was significantly elevated following the event. The triggering agents, again could not be determined. Subsequent skin testing at the anaphylaxis clinic revealed an allergy to chlorhexidine. It was reported surgery was aborted. Patient condition reported to be fine.

Manufacturer narrative:
Concomitant medical devices: nt with diphenhydramine and corticosteroid qn#: (B)(4).

Event description:
Through a review of records the customer reports a suspected allergic reaction to an arrow catheter. The following information is provided: patient initially presented for closure of atrial septal defect in 2015 and experienced an anaphylactic reaction (captured in 9680794-2021-00505). The second attempt at closure of the asd resulted in a similar anaphylactic like reaction; however, resuscitation did not require repeat sternotomy or bypass. The procedure was aborted shortly after cardiovascular collapse and resuscitation. The patient developed extensive swelling and facial edema and, therefore, remained intubated and ventilated for 24 hours in the cs ICU. Agents used in this procedure include propofol, fentanyl, cisatracurium, and pre treatment with diphenhydramine and corticosteroid. Similar to the first episode, the serum tryptase was significantly elevated following the event. The triggering agents, again could not be determined. Subsequent skin testing at the anaphylaxis clinic revealed an allergy to chlorhexidine. It was reported surgery was aborted. Patient condition reported to be fine.